Event description:
In 2004, a model 326 aspirator failed to provide vacuum. An inspection of the device revealed a defective pumphead (cracked). The pumphead was replaced, the device was tested to specifications and returned to the customer. No pt was involved at the time of the device failure.